Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call on (B)(6) 2017 that the infusion set had a bent cannula. Blood glucose level at the time of incident was 307 mg/dl. Patient had symptoms of vomiting and was admitted to the hospital. Troubleshooting resolved issue. Infusion set will return for analysis.